Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was kept in the hospital for a few extra days after surgery because the patient had hat sounded like fluid in lungs. Boston scientific technical services (ts) referred the patient to the physician. This device remains in service. No adverse patient effects were reported.